Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 1 month after the dental implant was installed in intraoral region 19#, its non- osseointegration was observed.